Event description:
The customer stated that a falsely decreased architect ca 125 result of 11 u/ml was generated for a patient. The patient was admitted to a different hospital (not on the basis of the result) where ca 125 testing was repeated on an architect i2000 and the result was 900 u/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer was dispatched to the customer site to inspect the architect i2000sr analyzer and resolve the vacuum and aspiration errors observed by the customer. The vacuum filter was replaced. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service representative (fsr) reseated the architect i2000sr process path motor, and replaced a fractured wash zone 2 probe during troubleshooting. The fsr also replaced the wash zone 2 vacuum valve which was documented as the likely cause of the issue. A product labeling review found the architect system operations manual, and the ca 125 ii package insert contain adequate information for the described issue. A review of historical/quality data did not identify any adverse trend of an architect vacuum valve issue or a discrepant result trend for ca 125 reagent. A complaint investigation service history review found no instrument issues for i2000sr serial no (B)(4) since the analyzer was serviced and the wash zone 2 vacuum valve was replaced. No systemic deficiency or adverse trend of an architect vacuum valve, part no. 7-76446-01, was identified.